Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device evaluation anticipated, but not completed. Only pictures provided. No physical device was returned for evaluation.

Event description:
The packaging of the catheter set was open and therefore no longer sterile.

Event description:
The packaging of the catheter set was open and therefore no longer sterile.

Manufacturer narrative:
A photo sample was provided which confirmed the reported issue. Visual analysis shows an open package. The exposed seal of the upper and lower webs demonstrates no evidence of a defect. After a review, no issues were identified during manufacturing for the lot provided. Quality test records for the pouches from this affected lot were reviewed and found to be above the lower specification for the pull test. According to this data the product would have left manufacturing packaged in the required working condition. The complaint investigation was not able to confirm the reported failure mode. With the information currently available it is not possible to precisely confirm the specific root cause of the failure. The issue could have been related to damage during distribution. Based on the limited results of the complaint investigation, a specific root cause could not be confirmed and no contributions from the manufacturing/design process were identified. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text : see narrative.